Manufacturer narrative:
The customer reported that (2) pcu keypads require replacements due to buttons not working and unable to turn on the device was confirmed. Test results identified that the returned keypad's on keys were not functioning and the ac indicator lights did not illuminate. An internal inspection was performed on each of the returned keypads. The keypads were observed with signs of contamination due to fluid ingress and trace damages for each keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15485601 service history record showed the device had a manufacture date of 02/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/18/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads received for investigation.

Event description:
It was reported that (2) pcu keypads require replacements due to buttons not working and unable to turn on the device. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (2) pcu keypads require replacements due to buttons not working and unable to turn on the device. There was no patient involvement .